Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. After a promus premier stent was deployed, a 3.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the balloon ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.